Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any defect or deficiency could have contributed to the pt's reaction. No product lot number was reported therefore no qualification record review could be conducted. The omnipod user guide warns "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin."

Event description:
The customer reported that she has an allergy to the adhesive and very delicate skin. She is currently using IV prep wipes and is still having an adverse reaction to adhesive starting with red raised areas that become itchy and lumpy and start to ooze at the insertion site. She saw her healthcare practitioner and was prescribed desoximetasone 0.05% cream. She's been changing pods every day and a half to prevent the irritations.